Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic for a follow up. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator was oversensing post-paced t-waves. The device was reprogrammed. The patient was in stable condition.